Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The pump powered up with the returned battery cap. The battery cap was unable to fully tighten to the pump. The battery cap measured within specifications. The battery compartment was cracked in the thread area, with damaged threads. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The alleged pump damage was duplicated during investigation. The pump case was removed to find no evidence of moisture or loose components inside the pump. The alleged intermittent power event was not duplicated during investigation.